Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant did not indicate the degree of the burns found on the patient's skin.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.